Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown urs rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was initially implanted on unknown date with the universal reduction screw (urs) implants and universal connectors from the high thoracic region to s1. On (B)(6) 2018, patient was returned to surgery for a partial removal of the construct in order to restore lordosis. Fusion had occurred and the construct was removed from t10 to s1. A pedicale subtraction osteotomy was performed at l4. The explanted urs screws were replaced with screws from the expedium verse system. During the procedure, a portion of a non-synthes double-lead tap broke off and became embedded in patient¿s ilium. Surgery was completed successfully. This report is for one (1) unknown urs rod. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only portion of the construct was explanted during surgery performed on (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that on (B)(6) 2018, the patient underwent revision surgery to restore lordosis. The patient was in positive sagittal balance. The surgery was performed to correct the patient's spinal alignment. Postoperatively only a portion of the construct was removed as a pedicle subtraction osteotomy was required. There was no failure of the product. It was unknown if there was surgical delay noted. Patient outcome was unknown.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.